Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Representative reported fluctuating shock impedance with out of range measurements (>150 ohms) and steady increase in rv pacing impedance. Further lead evaluation in office was recommended. Lead remains implanted. No adverse patient events reported. Should additional information become available, this file will be updated.